Manufacturer narrative:
The customer¿s report that a communications channel error and the devices failed to alarm was confirmed in the logs as being a power related disconnection. The devices failing to alarm is due to the device being in an idle state. The devices displaying the same ¿channel a¿ address was not confirmed in the logs; however, testing simulated a scenario where this can occur. The review of the pcu event log identified the pcu and attached devices were in maintenance mode. The devices were in an idle state. The pcu event log found the attached pump modules being removed and added for a combined total of 64 times that were seconds apart. The pump module logs did not record ¿net comm down¿, which suggest a power loss. Testing performed on the returned devices failed to replicate a power or communication type disconnection. The inherent swiping motion of adding and removing modules can clear any debris or deposits on the contacts making a better electronic connection. Additional testing found during a communication type disconnection the devices can briefly (1 - 4 seconds) share the same channel address. Inspection: the pcu was received with the instrument seal broken. Both male and female iui are observed with dried fluid and corrosion. There were no other irregularities female iui date code 01/15 (january 2015). Pump module (B)(6) was received with the instrument seal removed from the case. The female iui was observed with dried fluid and corrosion. The male iui is in good condition. There were no other irregularities. Female iui date code 01/15 (january 2015). Device history review: review of the source pcu (B)(6) service history record showed the device had a manufacture date of 10feb2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the source pump module (B)(6) service history record showed the device had a manufacture date of 13feb2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 13oct2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported from a bd site-visit that the devices failed to alarm during communication channel errors. During set up by a clinician within the patient room, device communication errors occurred, and the devices were removed from use (there was no patient involvement) and sent to clinical engineering. During testing, the two large volume pump modules were attached to the left side of the pcu. When the devices were moved, both modules lost their channel ID but did not alarm as expected. Biomed was able to reproduce the error multiple times. The bd technical practice consultant (tpc) attempted to replicate the issue. When the two modules were moved, both channel ids turned off and when they turned back on, they both read channel a simultaneously, without alarming. The error was replicated multiple times.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported from a bd site-visit that the device failed to alarm alarm during communication channel errors that occurred in routine testing. The pcu was sent to clinical engineering for annual preventative maintenance. During testing, two large volume pump modules were attached to the left side of the pcu. When the devices were moved, both modules lost their channel ID but did not alarm as expected. Biomed was able to reproduce the error multiple times. The bd technical practice consultant (tpc) attempted to replicate the issue. When the two modules were moved, both channel ids turned off and when they turned back on, they both read channel a simultaneously, without alarming. The error was replicated multiple times. There was no patient involvement, and no report of a malfunction during patient use prior to pm testing.